Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was found at 53.2 cm to 53.3 cm from the connector pin consistent with lead friction to another device. Internal insulation abrasions were found at 53.9 cm to 55.1 cm and 55.1 cm to 57.0 cm from the connector pin. The etfe coating of the conductors were intact at these locations. Reliability laboratory technician. (B)(4). No complaint received with return of device. Failure (event) observed during analysis.

Event description:
This report is to advise of an event observed during analysis.